Manufacturer narrative:
Additional and/or corrected data: b.5, h.3, h.6. Device evaluation: visual analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphadenopathy, capsular contracture baker grade unknown, and implant exchange due to voluntary recall. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Healthcare professional reported left side lymphadenopathy, capsular contracture, baker grade unknown, and bilateral implant exchange due to voluntary recall. Device remains implanted.